Manufacturer narrative:
The company service representative examined the system was able to replicate the reported event. The host assembly printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on august 19, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming host assembly printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the equipment froze. The scheduled procedure was cancelled.